Event description:
The facility reports a resident was being placed in the bath when the hoist dropped and the resident fell into the bath. A doctor was called to examine them.

Event description:
The facility reports a resident was being placed in the bath when the hoist dropped and the lady fell into the bath. A doctor was called to examine them. No obvious injury were noted.